Event description:
Complainant alleged that the clinicians were attempting to cardiovert a male pt (age unk) who was in ventricular tachycardia heart rhythm. The clinicians attempted to charge the device to 360 joules, but although the device would charge, it would not reach the target energy level. The complainant indicated that the device appeared to dischage internally and then the device switched itself to monitor mode. The clinicians were able to obtain another device to successfully cardiovert the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.